Event description:
It was reported that t2 was detached and it cannot be used. No significant delay or patient injury reported.

Manufacturer narrative:
Device was returned for evaluation. The device is in used condition. Neither t1 nor t2 was returned. A portion suture was returned. The delivery needle tip has a partially flattened condition. There is not a full curve to the delivery tip. The distal needle end is bent toward the right as well. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Functional test confirms that the device still cycles and actuates. No root cause related to the manufacture of the device was established.

Event description:
It was reported that t2 was detached and it could not be used. Ts were removed from the patient. No patient injury reported.